Event description:
Pt having computer-assisted navigational endoscopic sinus surgery with frontal sinus drill-out, draft three. Finesse drill after it was used for approx 45 mins broke and the entire end of the finesse drill had to be retrieved from the frontal sinus. The physician then switched over to a second frontal sinus drill (ref# (B)(4) lot# 62671000) which could not be set, a third drill (ref# (B)(4) lot# 62671000) was obtained and used w/o a problem. No harm to pt or add'l intervention required.